Event description:
During service activity related to a field action, a ge healthcare field engineer found loose screws on the linear bearing. No detector fall event and no injury occurred.

Manufacturer narrative:
This report was incorrectly filed on (B)(6) 2013 as MDR number 9613299-2013-00121, the correct MDR sequence number should be 9613299-2013-00120. This issue was identified as presenting a different failure mode than the one identified in MDR # 9613299-2013-00001. It cannot be proven that the failure on these systems compromises the structural integrity of the component, due to some inaccessible screws that could not be inspected. Per engineering analysis of the inspected screws this failure does not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.